Manufacturer narrative:
The farawave pulsed field ablation catheter was received at boston scientifics post market laboratory for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection and functional testing. No outer abnormalities were observed. A known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The reported clinical observations were not confirmed by the analysis.

Event description:
It was reported that the catheter exhibited a stuck guidewire. During an ablation procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After the catheter was inserted the guidewire appeared to be stuck and would not move in and out of the lumen when changing the shape of the array. The guidewire was replaced, but the same issue occurred. When the guidewire was removed it made a weird sound and took more force pull out than normal. The catheter was replaced and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Event description:
It was reported that the catheter exhibited a stuck guidewire. During an ablation procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After the catheter was inserted the guidewire appeared to be stuck and would not move in and out of the lumen when changing the shape of the array. The guidewire was replaced, but the same issue occurred. When the guidewire was removed it made a weird sound and took more force pull out than normal. The catheter was replaced and the procedure was completed. No patient complications were reported. The device has been returned for analysis.